Event description:
The physician was attempting to advance an endeavor resolute drug-eluting stent to a severely calcified left coronary artery. The de vice could not cross the target lesion. No clinical sequelae were reported. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4). Device evaluation: the distal tip was flared. Stent struts were raised, overlapping and deformed.

Manufacturer narrative:
(B)(4): evaluation, results: patient's condition affected effectiveness of device (severe calcification). Inherent risk of procedure (failure to deliver, stent deformation). Device failure/lack of effectiveness related to patient condition (severe calcification).